Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-aug-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 11-aug-2024, UDI#: (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that an x-ray confirmed that the leads migrated down 1 vertebral level from the top of t8 to the top of t9. The external factors contributing to this event are unknown. Reprogramming was performed using the new x-ray. The health care professional has no further information regarding this event. Surgical intervention was not planned or performed to resolve the event.

Event description:
It was reported that one contact (13) will not connect. Reps have been programming around it since 2020 apparently but today they replaced it. No known environmental/external/patient factors that may have led or contributed to the issue. Physicians had rep run impedance check today. The issue was resolved at the time of the report as new lead were placed on the right side.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.